Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 39-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 2 years 3 months after insertion of essure. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: more than one essure related surgery: no ectopic pregnancy: no; infection w IV antibiotics: no; hospitalization: yes; abscess: no; sepsis: no; blood transfusion: no; quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and device dislocation ('migration of the essure device to abdominal or pelvic cavity') in a 38-year-old female patient who had essure (batch no. C12704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device extremely difficult to remove". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain / physical pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("chronic fatigue"), autoimmune disorder ("auto-immune reactions"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish"), depression ("depression") and stress ("psycholoical stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (essure removal bilateral salpingectomy (B)(6) 2017, laparotomy subtotal hysterectomy(B)(6) 2019). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, hypersensitivity, pregnancy with contraceptive device, genital haemorrhage, headache, fatigue, autoimmune disorder, weight fluctuation, alopecia, tooth loss and mood altered outcome was unknown and the pelvic pain, abdominal pain, back pain, anxiety, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: more than one essure related surgery: no, ectopic pregnancy: no; infection w IV antibiotics: no; hospitalization: yes; abscess: no; sepsis: no; blood transfusion: no. On 14-may-21 was reported that almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. The medical device removal was extremely difficult and essure removal was performed via bilateral salpingectomyon (B)(6) 2017 and laparotomy subtotal hysterectomy on (B)(6) 2019. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression despite the surgical removal of the essure device quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 14-may-2021: lawyer also reported almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as (new event:) psychological stress and depression (outcome added) despite the surgical removal of the essure device. Event added: device difficult to use. Event device ineffective was removed due to reported device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and device dislocation ('migration of the essure device to abdominal or pelvic cavity') in a 38-year-old female patient who had essure (batch no. C12704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain / physical pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("chronic fatigue"), autoimmune disorder ("auto-immune reactions"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight decreased ("weight changes"). The patient was treated with surgery (essure removal bilateral salpingectomy (B)(6) 2017, laparotomy subtotal hysterectomy (B)(6) 2019). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, hypersensitivity, pregnancy with contraceptive device, genital haemorrhage, headache, fatigue, autoimmune disorder, weight decreased, alopecia, tooth loss, mood altered and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure. The reporter commented: more than one essure related surgery: no, ectopic pregnancy: no; infection w IV antibiotics: no; hospitalization: yes; abscess: no; sepsis: no; blood transfusion: no. On (B)(6) 21 was reported medical device removal was extremely difficult and essure removal via bilateral salpingectomyon (B)(6) 2017 and laparotomy subtotal hysterectomy on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2021: the following information was updated consumer's, lawyer's reporter, patient, pregnancy information, lot number, medical device removal updated to pelvic pain, fallopian tube perforation, uterine perforation, device dislocation, perforation of organ, fatigue, allergic reaction, pregnancy with contraceptive device, chronic abdominal pain, genital bleeding, chronic back pain, autoimmune disorder nos, depression, weight decrease, hair loss, tooth loss, mood changes, anxiety, depression, headache we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-uterine contraceptive device removal ('essure removal') and hospitalisation ('hospitalization') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient underwent intra-uterine contraceptive device removal (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. On an unknown date, the patient underwent hospitalisation (seriousness criterion hospitalization). At the time of the report, the intra-uterine contraceptive device removal and hospitalisation outcome was unknown. The reporter considered hospitalisation and intra-uterine contraceptive device removal to be related to essure. The reporter commented: more than one essure related surgery: no. Ectopic pregnancy: no; infection w IV antibiotics: no; hospitalization: yes; abscess: no; sepsis: no; blood transfusion: no. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of the other organs"), embedded device ("each of these coil/ wires embedded into the ends of each fallopian tube") and device dislocation ("migration of the essure device to abdominal or pelvic cavity") in a 38 year-old female patient who had essure inserted (lot no. C12704) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective - unintended pregnancy with essure") and device difficult to remove ("device extremely difficult to remove"). The patient had a medical history of pruritic rash, c-section, pelvic pain female, contact dermatitis, melanoma, endometriosis, alopecia, hair loss, left lower quadrant pain, dysmenorrhea, hodgkin's lymphoma, c-section, parity 2 and gravida ii. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain/physical pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), pregnancy with contraceptive device ("unintended pregnancy with essure"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("chronic fatigue"), autoimmune disorder ("auto-immune reactions"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/mental anguish"), depression ("depression") and stress ("psycholoical stress"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (essure removal bilateral salpingectomy (B)(6) 2017, laparotomy subtotal hysterectomy (B)(6) 2019, laparotomy subtotal hysterectomy (B)(6) 2019 and laparoscopic bilateral salpingectomy). At the time of the report, the pelvic pain, abdominal pain, back pain, anxiety, depression and stress had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, embedded device, device dislocation, hypersensitivity, pregnancy with contraceptive device, genital haemorrhage, headache, fatigue, autoimmune disorder, weight fluctuation, alopecia, tooth loss and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: more than one essure related surgery: no, ectopic pregnancy: no; infection w IV antibiotics: no; hospitalization: yes; abscess: no; sepsis: no; blood transfusion: no. On (B)(6) 2021 was reported that almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. The medical device removal was extremely difficult and essure removal was performed via bilateral salpingectomyon (B)(6) 2017 and laparotomy subtotal hysterectomy on (B)(6) 2019. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: the scout images demonstrate the presence of essure coils within the adnexal regions bilaterally. Conclusion: bilateral, iatrogenic tubal occlusion. [Pathology test] on (B)(6) 2017: specimens: bilateral fallopian tubes and essure coils. Clinical history: essure coils. Diagnoses: bilateral fallopian tubes and essure coils. Benign fallopian tubes with paratubal cysts and fine adhesions. Essure coils: two, embedded in. Ends of fallopian tubes. Gross description: shiny, silver, metallic coils wrapped around a silver malleable wire. There is 1 of each of these coil/wires embedded into the ends of each fallopian tube (totaling 2 coil/wires); on (B)(6) 2019: specimens: uterus. Clinical history: piece of coil in left cornu of uterus (previous essure coils) diagnoses: uterus (5ubtotal hysterectomy): menstrual endometrium; unremarkable myometrium; serosa with no histopathologic change. Comment: the left and right slides of the uterus were serially sectioned at 2 mm intervals towards each cornu. No metallic clip or piece of metallic clip was found [ultrasound pelvis] on (B)(6) 2017: impression: normal pelvic scan. 2 echogenic lines seen arising from cornua bilaterally, likely essure coils; on (B)(6) 2017: findings: right ovary/adnexa: there is a stent is the right cornua that appears properly placed and normal in morphology. No extension into the endometrial canal is noted. Left ovary/adnexa: there is a stent/ coil noted in the left cornua that appears properly placed and normal in morphology. No extension into the endometrial canal is noted. Impression: status post tubal occlusion with bilateral stents/coils noted in both cornua. There is extension into the endometrial canal. No clear evidence of complications. Unremarkable examination of the ovaries, adnexal regions and uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Event embedded device added. Medical history & reporter information updated. Surgical pathology report and lab data updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("piece of coil in left cornu of uterus"), embedded device ("piece of coil in left cornu of uterus") and pelvic pain ("chronic pelvic pain / physical pain") in a 38 year-old female patient who had essure inserted (lot no. C12704) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device difficult to remove ("device extremely difficult to remove"). The patient had a medical history of pruritic rash, c-section, pelvic pain female, contact dermatitis, melanoma, endometriosis, alopecia, hair loss, left lower quadrant pain, dysmenorrhea, hodgkin's lymphoma, c-section, parity 2 and gravida ii. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("chronic fatigue"), autoimmune disorder ("auto-immune reactions"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish"), depression ("depression") and stress ("psycholoical stress"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (laparotomy subtotal hysterectomy (B)(6) 2019 and essure removal bilateral salpingectomy (B)(6) 2017). At the time of the report, the pelvic pain, abdominal pain, back pain, anxiety, depression and stress had not resolved. The outcomes for device breakage, embedded device, hypersensitivity, genital haemorrhage, headache, fatigue, autoimmune disorder, weight fluctuation, alopecia, tooth loss and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, stress, tooth loss and weight fluctuation to be related to essure administration. The reporter commented: more than one essure related surgery: no, ectopic pregnancy: no; infection w IV antibiotics: no; hospitalization: yes; abscess: no; sepsis: no; blood transfusion: no. On 14-may-21 was reported that almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. The medical device removal was extremely difficult and essure removal was performed via bilateral salpingectomyon (B)(6) 2017 and laparotomy subtotal hysterectomy on (B)(6) 2019. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: the scout images demonstrate the presence of essure coils within the adnexal regions bilaterally conclusion: bilateral, iatrogenic tubal occlusion [pathology test] on (B)(6) 2017: specimens: bilateral fallopian tubes and essure coils clinical history: essure coils diagnoses: bilateral fallopian tubes and essure coils -benign fallopian tubes with paratubal cysts and fine adhesions -essure coils~ two, embedded in. Ends of fallopian tubes gross description: shiny, silver, metallic coils wrapped around a silver malleable wire. There is 1 of each of these coil/ wires embedded into the ends of each fallopian tube (totaling 2 coil/wires); on (B)(6) 2019: specimens: uterus clinical history: piece of coil in left cornu of uterus (previous essure coils) diagnoses: uterus (5ubtotal hysterectomy): - menstrual endometrium - unremarkable myometrium - serosa with no histopathologic change comment: the left and right slides of the uterus were serially sectioned at 2 mm intervals towards each cornu. No metallic clip or piece of metallic clip was found [ultrasound pelvis] on (B)(6) 2017: impression: normal pelvic scan 2 echogenic lines seen arising from cornua bilaterally, likely essure coils; on (B)(6) 2017: findings: right ovary/ adnexa: there is a stent is the right cornua that appears properly placed and normal in morphology. No extension into the endometrial canal is noted. Left ovary/ adnexa: there is a stent/ coil noted in the left cornua that appears properly placed and normal in morphology. No extension into the endometrial canal is noted. Impression: 1.status post tubal occlusion with bilateral stents/coils noted in both cornua. There is extension into the endometrial canal. No clear evidence of complications. 2. Unremarkable examination of the ovaries, adnexal regions and uterus batch no c12704. Production date 2014-01-10. Expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: quality safety evaluation of ptc. Amendment: upon internal review, event s "perforation of other organs", "fallopian tube perforation", "pregnancy with contraceptive device" deleted, "device breakage " added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("piece of coil in left cornu of uterus"), embedded device ("piece of coil in left cornu of uterus") and pelvic pain ("chronic pelvic pain / physical pain") in a 38 year-old female patient who had essure inserted (lot no. C12704) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device difficult to remove ("device extremely difficult to remove"). The patient had a medical history of pruritic rash, c-section, pelvic pain female, contact dermatitis, melanoma, endometriosis, alopecia, hair loss, left lower quadrant pain, dysmenorrhea, hodgkin's lymphoma, c-section, parity 2 and gravida ii. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("chronic fatigue"), autoimmune disorder ("auto-immune reactions"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish"), depression ("depression") and stress ("psycholoical stress"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (laparotomy subtotal hysterectomy (B)(6) 2019 and essure removal bilateral salpingectomy (B)(6) 2017). At the time of the report, the pelvic pain, abdominal pain, back pain, anxiety, depression and stress had not resolved. The outcomes for device breakage, embedded device, hypersensitivity, genital haemorrhage, headache, fatigue, autoimmune disorder, weight fluctuation, alopecia, tooth loss and mood altered were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, stress, tooth loss and weight fluctuation to be related to essure administration. The reporter commented: more than one essure related surgery: no, ectopic pregnancy: no; infection w IV antibiotics: no; hospitalization: yes; abscess: no; sepsis: no; blood transfusion: no. On 14-may-21 was reported that almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. The medical device removal was extremely difficult and essure removal was performed via bilateral salpingectomyon (B)(6) 2017 and laparotomy subtotal hysterectomy on (B)(6) 2019. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: the scout images demonstrate the presence of essure coils within the adnexal regions bilaterally conclusion: bilateral, iatrogenic tubal occlusion [pathology test] on (B)(6) 2017: specimens: bilateral fallopian tubes and essure coils clinical history: essure coils. Diagnoses: bilateral fallopian tubes and essure coils. Benign fallopian tubes with paratubal cysts and fine adhesions; essure coils~ two, embedded in. Ends of fallopian tubes. Gross description: shiny, silver, metallic coils wrapped around a silver malleable wire. There is 1 of each of these coil/ wires embedded into the ends of each fallopian tube (totaling 2 coil/wires); on (B)(6) 2019: specimens: uterus. Clinical history: piece of coil in left cornu of uterus (previous essure coils). Diagnoses: uterus (5ubtotal hysterectomy): menstrual endometrium; unremarkable myometrium; serosa with no histopathologic change. Comment: the left and right slides of the uterus were serially sectioned at 2 mm intervals towards each cornu. No metallic clip or piece of metallic clip was found [ultrasound pelvis] on (B)(6) 2017: impression: normal pelvic scan. 2 echogenic lines seen arising from cornua bilaterally, likely essure coils; on (B)(6) 2017: findings: right ovary/ adnexa: there is a stent is the right cornua that appears properly placed and normal in morphology. No extension into the endometrial canal is noted. Left ovary/ adnexa: there is a stent/ coil noted in the left cornua that appears properly placed and normal in morphology. No extension into the endometrial canal is noted. Impression: 1.status post tubal occlusion with bilateral stents/coils noted in both cornua. There is extension into the endometrial canal. No clear evidence of complications. 2. Unremarkable examination of the ovaries, adnexal regions and uterus. Batch no c12704, production date 2014-01-10, expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-nov-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and device dislocation ('migration of the essure device to abdominal or pelvic cavity') in a 38-year-old female patient who had essure (batch no. C12704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective - unintended pregnancy with essure" and device difficult to use "device extremely difficult to remove". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain / physical pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("chronic fatigue"), autoimmune disorder ("auto-immune reactions"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish"), depression ("depression") and stress ("psycholoical stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (essure removal bilateral salpingectomy (B)(6) 2017, laparotomy subtotal hysterectomy (B)(6) 2019). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, hypersensitivity, pregnancy with contraceptive device, genital haemorrhage, headache, fatigue, autoimmune disorder, weight fluctuation, alopecia, tooth loss and mood altered outcome was unknown and the pelvic pain, abdominal pain, back pain, anxiety, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: more than one essure related surgery: no, ectopic pregnancy: no; infection w IV antibiotics: no; hospitalization: yes; abscess: no; sepsis: no; blood transfusion: no. On 14-may-21 was reported that almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. The medical device removal was extremely difficult and essure removal was performed via bilateral salpingectomyon (B)(6) 2017 and laparotomy subtotal hysterectomy on (B)(6) 2019. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression despite the surgical removal of the essure device quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("piece of coil in left cornu of uterus"), embedded device ("piece of coil in left cornu of uterus") and pelvic pain ("chronic pelvic pain/physical pain") in a 38 year-old female patient who had essure inserted (lot no. C12704) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device difficult to remove ("device extremely difficult to remove"). The patient had a medical history of pruritic rash, c-section, pelvic pain female, contact dermatitis, melanoma, endometriosis, alopecia, hair loss, left lower quadrant pain, dysmenorrhea, hodgkin's lymphoma, c-section, parity 2 and gravida ii. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("chronic fatigue"), autoimmune disorder ("auto-immune reactions"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/mental anguish"), depression ("depression") and stress ("psychological stress"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (laparotomy subtotal hysterectomy (B)(6) 2019 and essure removal bilateral salpingectomy (B)(6) 2017). At the time of the report, the pelvic pain, abdominal pain, back pain, anxiety, depression and stress had not resolved. The outcomes for device breakage, embedded device, hypersensitivity, genital haemorrhage, headache, fatigue, autoimmune disorder, weight fluctuation, alopecia, tooth loss and mood altered were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, stress, tooth loss and weight fluctuation to be related to essure administration. The reporter commented: more than one essure related surgery: no, ectopic pregnancy: no; infection w IV antibiotics: no; hospitalization: yes; abscess: no; sepsis: no; blood transfusion: no. On (B)(6) 2021, it was reported that almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. The medical device removal was extremely difficult and essure removal was performed via bilateral salpingectomy on (B)(6) 2017 and laparotomy subtotal hysterectomy on (B)(6) 2019. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: the scout images demonstrate the presence of essure coils within the adnexal regions bilaterally. Conclusion: bilateral, iatrogenic tubal occlusion. [Pathology test] on (B)(6) 2017: specimens: bilateral fallopian tubes and essure coils. Clinical history: essure coils. Diagnoses: bilateral fallopian tubes and essure coils. Benign fallopian tubes with paratubal cysts and fine adhesions. Essure coils: two, embedded in. Ends of fallopian tubes. Gross description: shiny, silver, metallic coils wrapped around a silver malleable wire. There is 1 of each of these coil/wires embedded into the ends of each fallopian tube (totaling 2 coil/wires); on (B)(6) 2019: specimens: uterus. Clinical history: piece of coil in left cornu of uterus (previous essure coils). Diagnoses: uterus (subtotal hysterectomy): menstrual endometrium; unremarkable myometrium; serosa with no histopathologic change. Comment: the left and right slides of the uterus were serially sectioned at 2 mm intervals towards each cornu. No metallic clip or piece of metallic clip was found. [Ultrasound pelvis] on (B)(6) 2017: impression: normal pelvic scan. 2 echogenic lines seen arising from cornua bilaterally, likely essure coils; on (B)(6) 2017: findings: right ovary/adnexa: there is a stent is the right cornua that appears properly placed and normal in morphology. No extension into the endometrial canal is noted. Left ovary/adnexa: there is a stent/ coil noted in the left cornua that appears properly placed and normal in morphology. No extension into the endometrial canal is noted. Impression: status post tubal occlusion with bilateral stents/coils noted in both cornua. There is extension into the endometrial canal. No clear evidence of complications. Unremarkable examination of the ovaries, adnexal regions and uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.